Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-00055. The patient ((B)(6)) received a neurostimulator receiver on (B)(6) 2006, and was implanted with a percutaneous lead on (B)(6) 2010. It was reported that she is not receiving stimulation. Multiple noninvasive intervention techniques were attempted in efforts to recapture effective therapy; however, none were successful. An exploratory procedure will be undertaken to resolve this issue. At that time, the receiver and/lead will be replaced as necessary. A date for the surgery has not been set.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.